Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified on the returned part which can be responsible of the breakage. The cable broke due to overlaod in traction.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, two cables broke, "in the torsion zone without tork force." No further details are known at this time.